Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. After a procedure where this device was implanted, it was reported that the patient experienced an unspecified adverse outcome. Treatment for the issue included four surgical revision procedures starting four months after initial implant.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Additional information: b5, b6, b7, d7, g4, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after overlay implant, the patient experienced infection, abscess, adhesions, scar formation, biologic mesh had liquefied, fever, chronic abdominal wound, pus pockets, large space between rectus muscles and mesh on left side, surface ulceration, inflammation, and recurrence. Post-operative patient treatment included removal of infected mesh, drainage of subcutaneous abscess, exploratory laparoscopy, exploratory laparotomy, lysis of adhesions, ventral hernia repair, excision of infected mesh, scar revision, antibiotics, pain medications, placement of wound vac, debridement of abdominal wound and partial closure of abdominal wounds.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after overlay implant, the patient experienced infection, abscess, adhesions, scar formation, biologic mesh had liquefied, fever, chronic abdominal wound, pus pockets, large space between rectus muscles and mesh on left side, surface ulceration, inflammation, pain, mesh encapsulation, lack of adequate ingrowth, and recurrence. Post-operative patient treatment included removal of infected mesh, drainage of subcutaneous abscess, exploratory laparoscopy, exploratory laparotomy, lysis of adhesions, ventral hernia repair, excision of infected mesh, scar revision, antibiotics, pain medications, placement of wound vac, debridement of abdominal wound and partial closure of abdominal wounds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after overlay implant, the patient experienced seroma, infected mass, infection, abscess, adhesions, scar formation, fever, chronic abdominal wound, pus pockets, large space between rectus muscles and mesh on left side, surface ulceration, inflammation, pain, mesh encapsulation, lack of adequate ingrowth, and recurrence. Post-operative patient treatment included medication, removal of infected mesh, drainage of subcutaneous abscess, exploratory laparoscopy, exploratory laparotomy, lysis of adhesions, ventral hernia repair, excision of infected mesh, scar revision, antibiotics, pain medications, placement of wound vac, debridement of abdominal wound, incision and drainage of abdominal wall abscess, open ventral hernia repair with new mesh, abdominal wound washout, partial closure of abdominal wounds, and excision and closure of chronic nonhealing postoperative abdominal wound.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: a4, b5, b7, h6 (added patient codes, imf code, device code and ime e2402: "mass"). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after overlay implant, the patient experienced seroma, infected mass, infection, abscess, adhesions, scar formation, biologic mesh had liquefied, fever, chronic abdominal wound, pus pockets, large space between rectus muscles and mesh on left side, surface ulceration, inflammation, pain, mesh encapsulation, lack of adequate ingrowth, and recurrence. Post-operative patient treatment included medication, removal of infected mesh, drainage of subcutaneous abscess, exploratory laparoscopy, exploratory laparotomy, lysis of adhesions, ventral hernia repair, excision of infected mesh, scar revision, antibiotics, pain medications, placement of wound vac, debridement of abdominal wound, incision and drainage of abdominal wall abscess, open ventral hernia repair with new mesh, abdominal wound washout, partial closure of abdominal wounds, and excision and closure of chronic nonhealing postoperative abdominal wound.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced infection, abscess, adhesions and recurrence. Post-operative patient treatment included removal of infected mesh, drainage of subcutaneous abscess, exploratory laparoscopy, exploratory laparotomy, lysis of adhesions, ventral hernia repair, excision of infected mesh, scar revision, placement of wound vac, debridement of abdominal wound and partial closure of abdominal wounds.